Event description:
The customer reported an issue where the usb cable appeared loose, necessitating manual adjustment to charge the battery. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the damaged charging supplies and arranged for their delivery within two days.